Event description:
The customer contact reported the device was noted to display a rate different than the originally programmed rate. The pump was returned to the biomedical engineering dept with a complaint that the pump clears the settings. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump was programmed to deliver at a rate of 130ml/hr with an unspecified volume to be infused. After the control knob was turned to the run position, the settings would "change on their own." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.